Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the ok button on the keypad was nonresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by animas on 08/14/2014 with the following findings: all of the keypad buttons responded to presses normally. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad, the display screen was dim and discolored. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).